Event description:
The device was returned with a request for evaluation. Analysis found that the integrity of the insulation was compromised.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis found that the forceps is on short circuit. The coating is damaged on the distal part, next to the jaws. It was confirmed that the integrity of the insulation was compromised. The most probable cause of this damaging is the use of an abrasive during the use or the reprocessing of the instrument.